Manufacturer narrative:
Load cell and scale pcb board malfunction.

Event description:
It was reported by svc report that the bed scale values were not accurate. No pt involvement or adverse consequences are reported.